Event description:
It was reported that the patient underwent lead and generator replacement surgery due to high impedance being observed. The explanted lead was discarded and the explanted generator has not been received to date. Further follow-up found that the physician does not suspect patient manipulation or trauma contributed to the high impedance. No additional relevant information has been received to date.

Event description:
The explanted generator was returned and underwent product analysis where no anomalies were found. The generator communicated normally and the battery was not at end of service. During visual analysis it was noted that the underside of the septum was damaged however this appeared to have occurred during the explant procedure when the set screw was loosed. Analysis found that the generator performed to functional specification.